Manufacturer narrative:
Conclusion: potential factors that can influence a dislodged valve include tension applied on the delivery catheter system (dcs) during positioning, calcification levels in the native vessel, compliance of the aorta and native vessels, and a number of other potential factors. Based on the image sme assessment, prior to the dislodgement, the capsule was reportedly not fully retracted, and the paddle was still attached, which may have contributed to the dislodgment. However, removal of the delivery catheter system was not captured through procedural imaging, thus, medtronic could not confirm this interaction, and a conclusive cause of the dislodgement could not be determined. Ultimately, a second valve was implanted, and no additional adverse patient effects were reported. There is no information to suggest a device quality deficiency that may have caused or contributed to this event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received which reported that a pre-implant balloon dilatation was not performed. A post dilation was not performed prior to the valve dislodgement.

Manufacturer narrative:
Image review: pre-implant computed tomography (CT) imaging provided for review contains suboptimal quality due to slice misregistration and motion artifact. CT imaging report was also provided. The patient appears to have a mitroflow surgical aortic valve (sav). Sav annulus measures small with perimeter 51.6 millimeter (mm) and perimeter derived diameter 16.4 mm. Per the instructions for use (IFU), a perimeter derived diameter 18 mm is listed as a precaution. Sav leaflets appear calcified. Aortic root angle is approximately 41°. Intraprocedural fluoroscopic images were provided for review. Fluoroscopy valve load inspection was performed and confirmed a good load. There is evidence that a pre-balloon aortic valvuloplasty was performed prior to the valve implant. Furthermore, there is evidence of coronary protection of the left coronary artery identified by a possible percutaneous coronary intervention guidewire and an undeployed stent distally in the coronary. Just prior to the point of no recapture, depth appeared to be approximately 3 mm ¿ 4 mm below the sav frame. A target depth of 3 mm is recommended, so depth was deemed appropriate. The valve was released, and evidence shows that prior to the dislodgement, the capsule was not fully retracted, and the paddle was still attached. However, the removal of the delivery catheter system was not captured thus it is not possible to confirm cause of the dislodgement. Subsequently, a second valve was implanted. Of note, as stated in the instructions for use (IFU), potential risks associated with the implantation of the evolut pro bioprosthesis may include, but are not limited to, the following: prosthetic valve migration/embolization. Updated data: h6. This is a system report. The section d information is for the primary device, which was in use with the following: brand name enveo pro delivery system product ID envpro-16 lot unknown use by date unknown UDI unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve, the valve dislodged. A second valve was implanted. No additional adverse patient effects were reported.